Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there were recorded episodes of ventricular tachycardia and ventricular fibrillation due to atrial fibrillation. The device delivered inappropriate therapy which did not resolve the ventricular arrhythmia. The patient was hospitalized and the device was reprogrammed. The patient will be monitored and is stable.